Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres, the balloon rupture. The device was removed without any issue and the procedure was completed with another of the same device. There were no patient complications reported and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres, the balloon rupture. The device was removed without any issue and the procedure was completed with another of the same device. There were no patient complications reported and the patient is in good condition. It was further reported that the balloon was inflated from 10 atmospheres (atm) and was raised to 18 and 20 atm. It holds up to 20 atm but after 5 seconds, it ruptured.